Manufacturer narrative:
Analysis was performed by a philips biomedical engineer (bmed) which included interviewing the customer and evaluating the unit onsite. Once onsite, the bmed located the unit in clean utility room. The bmed inspected unit and found it in good condition. The unit was securely attached to a co2 module. The bmed worked with nurse to locate where unit was when failure was reported. The bmed mounted the unit several times with staff and found each time it mounted securely. The bmed could not duplicate problem. The unit is operating normally (B)(6) 2026. It was confirmed there was no patient harm. Based on the information available in the case and provided by the philips bmed's onsite evaluation, the customer's alleged malfunction could not be confirmed. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported the unit keeps falling off the monitor in room 469. #79. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips biomedical engineering (bmed) arrived onsite and located the unit in clean utility room. The bmed inspected unit and found it in good condition. The unit was securely attached to a co2 module. The bmed worked with nurse to locate where unit was when failure was reported. The bmed mounted the unit several times with staff and found each time it mounted securely. The bmed could not duplicate problem. The unit is operating normally 13jan2026. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.